Event description:
It was reported that to (B)(6) 2025, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. During procedure, while recapturing the valve, because initial implant was felt to be to high it got reached the end of travel of the blue deployment wheel. The valve was not fully recaptured. While observing the valve capsule on fluoroscopy it appeared that the capsule had accordioned on itself in 2 places. They tried to rotate the micro adjustment wheel with no luck. There was no issues noted on the valve. A new navitor valve and small flexnav delivery system were chosen and completed the procedure successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Event description:
N/a

Manufacturer narrative:
An event of retraction problem and valve capsule deformation was reported. The device was returned to abbott for investigation and found the valve capsule to be compressed, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the valve capsule deformation appears to be related to retraction problem. However, the cause of the retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.